Manufacturer narrative:
Updated field: b4 , g3 , g6 , h2 , h11. Corrected field: h6 (health effect ¿ impact codes).

Manufacturer narrative:
Due to characterization limit e1: initial reported name: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that in cs100 intra aortic balloon pump, there was low vacuum symptom, there was no patient involved.

Manufacturer narrative:
Due to character limit in the e1 section, the full initial reporter name is (B)(6). A1 patient ID was incorrectly submitted in the previous MDR report number- (2249723-2025-0004592). There was no patient involved in this event. Corrected fields: a1- patient identity, b1, e2, e3, e4, d5, d10, g7-report source, h6-medical device problem code and component code. Updated fields: b4, b6- additional comments, e1- initial reporter name, e1-event site email, h6-(type of investigation, investigation findings, investigation conclusion) and h11. The getinge field service engineer (fse) inspected the unit and confirmed low vacuum symptoms. The safety disk was due for replacement. The fse replaced two sealed lead-acid 12v batteries according to the work order and completed checks per the attached checklist. Additional testing was performed using manifold and drive parts, and after overnight testing the unit operated normally with no errors. A parts quotation for the manifold, drive, and safety disk was to be provided later. There was no patient involvement. All operational and safety checks were performed.

Event description:
It was reported that during preventive maintenance that in cs100 intra aortic balloon pump, there was low vacuum symptom and also safety disk was due for replacement. There was no patient involvement and no injury.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2. Corrected field - h6 (medical device ¿ problem code, component codes), h11. A getinge field service engineer (fse) inspected the unit and confirmed low vacuum symptoms. The safety disk was due for replacement. The fse replaced safety disk assy (d997-00-0985-01) as it was expired, drive manifold (d104-00-0018) and screw,pan head,ss 8-32 x 2 (d212-12-0832) to resolve the issue of low vacuum error. All operational and safety checks were performed.

Event description:
N/a.